Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device advised no shock and later another device advised a shock on the same patient. This issue has the potential to delay or prevent defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device advised no shock and later another device advised a shock on the same patient. This issue has the potential to delay or prevent defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text: device not evaluated by manufacturer.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device advised no shock and later another device advised a shock on the same patient. This issue has the potential to delay or prevent defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.